Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a feeling of being overfilled. This occurred during dwell one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted the patient to perform a manual drain and to end therapy for the night. The patient would contact the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in june of 2014. It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of five of peritoneal dialysis therapy. The patient experienced feeling overfilled. It was determined that the patient¿s fill volume was 2500ml and the drain volume was 4846ml. The technical service representative assisted the patient with a manual drain and assisted the patient to end therapy for the night. There was no report of patient injury or medical intervention associated with this event. No additional information is available. The device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. There was no non-conforming product found that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.